Event description:
A customer reported that during an emergency care procedure, using a glidescope go monitor, the image flashed on and off during a code/intubation. It was reported that the nurse practitioner "hit the screen" and it came back on during the procedure. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope go monitor used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device but was unable to confirm the reported image issue. When connecting the reported monitor to known, good, test verathon equipment, no image flashing on and off was observed. Visual inspection found no physical damage on the monitor screen or housing. The glidescope go monitor passed verathon's functionality testing. Upon completion of the evaluation, the reported glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.